Manufacturer narrative:
Product event summary: the data files and balloon catheter, afapro28 with lot 73778 was returned and analyzed. The returned files confirmed system notice, 50005 indicating that the safety system detected fluid in the catheter and stopped the injection. Smart chip verification indicated the catheter was used for 10 applications on the date of the event. Visual inspection showed the device was intact with no apparent issues. The catheter failed the performance test due to system notice 50005. The dissection and pressure test showed a guide wire lumen kink and breach at 1.175 inches from the tip. In conclusion, the balloon catheter failed inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.